Event description:
It was reported that over the course of the patient's follow-ups, capture threshold had increased. X-ray did not indicate dislodgement. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.